Manufacturer narrative:
Prior to the event, the co2 acid reagent had mistakenly been loaded in place of ise (ion-selective electrode) reference reagent. This caused acid reagent to flow through parts of the flowcell that were not designed for acid. The acid damaged the na electrodes which caused the instability experienced. A field service engineer (fse) went on-site and replaced the na electrodes and carbon bridge. Performance was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron clinical system generated intermittent low anion gaps. The customer could not provide if the issue was being caused by sodium (na), potassium (k), chloride (cl) or co2. No erroneous results were reported outside of the laboratory. The customer did not supply how many samples were affected. The samples were repeated on the other instrument in the laboratory and those results were reported out. Multiple attempts were made to obtained data but no information was provided. Bci was unable to determine if the difference in results exceeded assay precision claims. There was no affect to patient treatment with regard to this event.